Event description:
Routine complaint investigation of a precision readings issue in which the customer states that they took four readings one immediately following the other and obtained a 179 mg/dl reading, a 249 mg/dl reading, a 190 mg/dl reading and a 219 mg/dl reading. The difference between these readings is greater than would be expected and brings into question the precision of the system. No death, serious injury or medical intervention was reported.